Event description:
Follow up reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The stimulation had stopped 2 days ago. He was unable to adjust stimulation and was getting a poor communication screen. After adjusting the antenna, the patient was getting a warning message to recharge the implantable neurostimulator (ins). He had charged the device yesterday and 4 days ago and reported that he saw the "8 boxes." The patient stated he was going to recharge his ins again. The patient outcome was unknown at the time of this report.